Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl11 from the analog pcb assembly.  The leaky filter caused the internal hlc batteries to become depleted.

Event description:
It was originally reported that the customer's device was showing its charge-pak and attention icons.  After an evaluation of the internal device download, it was observed that the internal hlc batteries had been depleted to zero "0" which signifies a significant loss of device power.  In this condition, the device may not have the ability to charge and deliver defibrillation energy to a patient, if needed. There was no report of any patient use associate with the reported issue.